Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during pre-use testing, there was a temperature detection abnormality. They opened an act2020 to complete procedure. There was no patient injury.

Manufacturer narrative:
One act2020 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.

Event description:
During pre-use testing, there was a temperature detection abnormality. They opened an act2020 to complete procedure.